Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting over-sensing of diagnostic impedance testing which resulted in pacing inhibition. The patient was pacing dependent, and programming interventions were performed. The patient was in stable condition.